Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump inadvertently fell out of the customer's pocket and touchscreen cracked. Touchscreen was unresponsive and pump was no longer functional. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to using another pump for insulin therapy.